Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported gripper actuation issue (inability to raise grippers) appears to be due to the gripper line break; however, a cause for the gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.d10, h3 - device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure performed to treat grade 3 functional mitral regurgitation (mr). The clip was advanced to the mitral valve. Grasping was performed, the user tried to open the clip and release the leaflets to optimize the clip position; however, the grippers would not raise, it was observed that the gripper line was broken. Since it was not possible to raise the grippers to free the clip from the leaflets, the clip was deployed. No additional clips were implanted. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.